Event description:
It was reported that during patient transport via ambulance, the pump experienced low battery alarms and shut off. When the patient arrived at the hospital, the pump was exchanged. There were no associated patient complications.